Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc cannot investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attribute to the bad connection of the high-pressure hose to the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to (B)(4). (B)(4) evaluated the subject device and confirmed that the reported co2 gas leakage was not duplicated. In addition, the subject device was passed all functional tests. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified procedure, the user noticed that the subject device had a failure and co2 gas leaked out. The user commented that the subject device lost pressure and could not maintain the required pressure to complete the procedure. The user replaced the subject device with another system. The physician completed the procedure with the additional incision.